Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited post sensed t-wave oversensing. The icm was explanted and replaced. The patient was stable.